Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported that the evis lucera elite colonovideoscope was returned. No device problem or issue was reported, and there were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with a foreign object. This report is to capture the reportable malfunction of a foreign object that remained in the nozzle due to insufficient cleaning (vinegar) that was found at estimation.

Manufacturer narrative:
The device was evaluated by olympus, and additional issues were identified during the device evaluation: the bending section adhesive part was missing; the amount of air supplied was insufficient due to clogging of the air/water nozzle; the air and water nozzles are clogged and the draining function is reduced; the bending angle is insufficient due to the elongation of the angle wire; the play of the angle knob is out of the normal state due to the elongation of the angle wire; the forceps plug cap has been scraped off due to external factors; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.